Event description:
The user facility reported water was coming from the front of the system 1e unit and spilling onto the floor of the gi room. No report of injury or procedural delay/cancellation.

Manufacturer narrative:
An employee at the facility discovered the water coming from the system 1e during a diagnostic cycle. The employee turned off the power and water supply to the unit and placed towels on the floor to clean up water. A steris service technician arrived at the facility and confirmed that water was coming from the bottom right hand corner of the unit and identified that one of the lid latch screws was loose. The technician tightened the lid latch screw to specifications and replaced the inflatable lid seal. A diagnostic and processing cycle were run and the unit was deemed operational and returned to service.